Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that pyxis cabin only gave 1 medicine at time and then logged itself off, only gave error and then immediately logged off. A technical support specialist found that med enhanced system application server upgrade process had issues with purge and database bloating, called customer and technical support specialist continued working with this case.

Event description:
It was reported by the customer that at bd pyxis medstation es cabin only gave 1 medicine at time and then logged itself off. It was only giving error and then immediately logged off. There were no adverse events or injuries reported based on this incident.